Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 12/4/2017. Device returned to manufacturer? Yes. Device evaluation: the sample was received in a plastic bag. The debris/particle in question was taped or attached to the bag by the customer. Visual inspection using microscope magnification was performed. A small white particle was observed. The sample was sent for fourier-transform infrared spectroscopy (ftir) analysis. The foreign material in question is consistent with polyethylene. The results were evaluated by the subject matter expert (sme). Potential and indirect exposure to polyethylene material is possible, however throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded packages with a similar particulate or substance, as required by approved procedures. The manufacturing process is performed inside a regulated clean room class 6 manufacturing room that requires full gowning before entering the room. The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol that may be undetected by our control process. The manufacturing controls should be capable of identifying the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. In addition, as required in the direction for use (dfu), the lens should be removed from the pouch in a sterile environment, and examined thoroughly to ensure particles have not been attached before implanting. Based on the evidence observed, the particle could not be confirmed to be originating from the manufacturing process as the iol was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small transparent substance came out together with the intraocular lens (iol) when it was inserted. The substance was removed by irrigation/aspiration. There was no patient injury. No additional information was provided to abbott medical optics.